Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. As received, a complete lead was returned in two pieces. Final analysis via visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
New information received that the high threshold event was discovered in the hospital prior to device elective replacement procedure.

Event description:
It was reported that a right atrial (ra) lead exhibited high threshold. The physician decided to explant the ra lead and a new lead was replaced. The patient was discharged with no reports of adverse consequences.